Manufacturer narrative:
Video images of the procedure were received and evaluated. The video provided showed the implant coil initially at the target location, followed by partial removal from the patient anatomy. After analysis of the returned device and video image received was completed, the customer report was confirmed. The axium coil was returned with the implant coil already detached. It is possible that the release wire pulled back subsequent to the break in the pushwire, successfully detaching the implant coil. The cause for the bends in the pushwire and the damage to the implant coil could not be determined. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that coil did not detached during coiling treatment of an aneurysm. It was reported that the physician placed the coil into the aneurysm and attempted to detach the coil. Since the coil could not be detached, the physician decided to withdraw the coil. There was not any issue reported during withdrawal of pushwire however the coil was found detached inside the microcatheter. No patient complications were reported as a result of the procedure. No further information was provided.

Manufacturer narrative:
Additional information: analysis of the returned axium device has been completed. The axium coil was returned for evaluation without the instant detacher, instructions for use (IFU), introducer sheath, dispenser coil, and the guide wire clip. The pushwire was found to be broken into two segments at approximately 7.8cm from the proximal end, but retained together by the release wire. All components were found to be within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.